Manufacturer narrative:
A field service engineer (fse) inspected the instrument and found that the cartridge chemistries (cc) sample probe was leaking intermittently. The fse replaced the 3-way valve and indicated that calibration and qc passed following repair. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported to customer technical support (cts) that they had been observing imprecision on synchron lxi 725 clinical system since the previous day. Per customer, they obtained a cholesterol result of 5 (units unknown) and upon repeat the "result was normal". Patient results were not supplied. No effect to patient or user has been reported in connection with this event.